Event description:
It was reported that possible abnormal device function was suspected due to pacing spikes being seen in varying locations on telemetry and seen sometimes on the t wave. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.